Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via email of hospitalization for diabetic ketoacidosis. Customer's blood glucose reading was unknown at the time of incident. The educator also indicated that the customer's pump alarmed multiple motor errors and bad battery and there are alarms in the pump history. The educator indicated that they will be working with the customer and their pump, infusion site and other issues. No further details were given.